Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 105, which was not observed during power up. System error 105 was confirmed through a review of the event history log. Evaluation was unable to determine an assignable cause. The device was found to operate as designed.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.